Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is on-going. The olympus service center did confirm there here was some tissue glue in the channel port of the plastic distal end cover. It was also noted the objective lens was slightly cracked. The defective parts will be replaced upon conclusion of servicing of the unit. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had foreign material observed inside the tube. The same device was used to complete the procedure. The reported problem was found during reprocessing. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the suggested event is difficult to specify, however, the following mechanism of occurrence were presumed from the investigation results: 1.) Medical glue was injected via endo therapy accessory during procedure. 2.) The glue adhered to the inner wall of biopsy channel by mishandling while withdrawing the accessory. 3.) The adhered glue solidified and remained in biopsy channel. 4.) Staff at the user facility were insufficiently trained on device handling or reprocessing in accordance with IFU. The accessory used at the procedure was not specified. It would be a disposable injection needle if it was a product by olympus. The instruction manual identifies the following related verbiage regarding warnings on needle being withdrawn as follows: ¿withdrawing the instrument from the endoscope: warning: do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope.¿ IFU also states to avoid suction solid matter or thick fluids as follows: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. Olympus will continue to monitor field performance for this device.